Manufacturer narrative:
(B)(4). Product returned and evaluated: no defect found on returned meter, but lo readings were found on returned strips. Most likely underlying root cause: black chemistry due to improper storage.

Event description:
Consumer reported complaint for lo blood glucose test results. The expected fasting blood glucose test result range is 67 to 110 mg/dl. The customer reported symptoms of shakiness. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings and reported symptoms. The customer is currently taking medication to manage diabetes. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of lo and lo. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 05/30/2018 and open vial date is (B)(6) 2015. The meter memory recalled for fasting test results performed: (B)(6). Adverse event not reported.